Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked and no additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: no crack was observed on the display screen. During testing, the screen was fully functional, clear and legible. The pump cover was opened and no defect was found with the display. The complaint was not duplicated during investigation.